Event description:
As reported, during an endovascular procedure, after deploying the 40 mm. Palmaz xl per stent with a balloon catheter, the stent stayed stuck in the patient despite several attempts to let it on the balloon. The stent was then removed. Additional information has been requested.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that the event occurred during the attempt by the physician to cross the target lesion. Due to severe stenosis and difficulty, the stent had moved on the balloon/stent delivery system (sds). There was no attempt made to inflate the balloon. The sds was removed and the stent was noted to be damaged which prevented further use. The procedure was finished using another stent. No additional information is available. As reported, during an endovascular procedure, after deploying the 40 mm. Palmaz xl per stent with a balloon catheter, the stent stayed stuck in the patient despite several attempts to let it on the balloon. The stent was then removed. Additional information received indicated that the event occurred during the attempt by the physician to cross the target lesion. Due to severe stenosis and difficulty, the stent had moved on the balloon/stent delivery system (sds). There was no attempt made to inflate the balloon. The sds was removed and the stent was noted to be damaged which prevented further use. The procedure was finished using another stent. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot n0614303 revealed no anomalies or non-conformances associated with the associated complaint. The reported ¿stent delivery system (sds)- withdrawal difficulty - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe stenosis may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.